Event description:
It was reported that the programming error of dobutamine in which intended dose was 3 mcg/kg/minute and medication was infusing at 3 ml/hour. No soft alert, within appropriate dosing range. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the programming error of dobutamine in which intended dose was 3 mcg/kg/minute and medication was infusing at 3 ml/hour. No soft alert, within appropriate dosing range. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: weight, weight unit, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a dobutamine programming error, in which the rate field was used instead of the dose field, could not be confirmed during the investigation, as no devices or records were received for analysis. The investigation could not include external or internal inspections, system log review, or laboratory testing due to the absence of returned devices or logs. However, the facility provided an infusion history file "dobutamine rpt allinfusiondetailreport rc (3)", which documents the dobutamine infusion associated with the reported event. The report shows that on 19feb2026, a manually programmed dobutamine infusion was initiated using pcu s/n (B)(6) and pump module s/n (B)(6) with a programmed rate of 3ml/hr, vtbi 200ml, a programmed dose of 4.95mcg/kg/min, 1000mg drug amount, and 250ml diluent volume. The infusion started at 11:23 am, was paused within the same minute, and sequential safety clamp open / close door alarm and door closed alarm entries were recorded before the infusion was restarted at 11:24 am. At 10:11 pm, the infusion was paused with a recorded volume infused of 32.3ml. A new infusion was initiated in the same minute with a reduced programmed dose (3mcg/kg/min) and a corresponding rate of 1.8ml/hr. Additionally, the facility reported in their email correspondence that the event was part of a broader observation regarding the risk of programming errors when the rate field appears above the dose field on the medication programming screen. The facility suggested evaluating a potential redesign of the screen layout to prioritize dose entry. The bd alaris technical service manual pcu/pump v12.1.2 states that, when the drug calculation feature is enabled, the system allows the user to program an infusion by entering either a drug dose or a flow rate, and the pump automatically calculates the corresponding value using the configured parameters, including patient weight when the dose is expressed in weight based units. The manual specifies that this feature allows entry of drug dose (the system automatically calculates the correct flow rate) or entry of flow rate (the system automatically calculates the corresponding drug dose) and that the calculation setup includes maximum patient weight and supports weight based drug dosing (section 2.7.3 and section 2.5.7). According to the bd alaris system v12.3.2, proper operation of the system requires that users be familiar with its features, setup, programming, infusion sets, and accessories. The manual emphasizes that incorrect entry of drug amount or diluent volume may result in an over- or under-infusion and advises verifying parameters before starting the infusion. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of programming error of dobutamine could not be determined, as no devices or log files were received for this investigation. Based on the information provided by the facility, including their request to evaluate the medication programming screen layout, the event may be attributed to a use error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.